Event description:
Caller reported alarm 2 followed by alarm 26, indicating an occlusion event earlier in the day. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, resuming insulin usage.